Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting smoke emerging from the architect c4000, serial number (B)(6), due to the customer spilling water bath additive and the liquid running down and dripping on the rsh bay 1,2,3. No fire was observed, and no injury occurred. During the investigation, the fsr observed that the led for unloading carriers showed signs of smoke. The fsr disassembled the rsh by the I side and found a burned/charred load/unload board. There were no other visible signs of damage apparent in the card cage or on the rsh robot or the module. The fsr replaced the bd, load/unload, (B)(6), I-side (rohs), part number (B)(4), which resolved the issue. The analyzer was returned to normal operation. A review found the 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning/charring observed was limited to the bd, load/unload, (B)(6), I-side (rohs) because of the spilled water bath additive when attempting to load it and the liquid running down and dripping on the rsh bay 1,2,3. The electrical charring/burning did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on the information provided and abbott diagnostics' complaint investigation all is performing as intended, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke coming from the architect c4000 analyzer. The customer was loading the water bath additive when it spilled and dripped on the rsh bay 1,2,3, which caused the smoke to form from that area of the analyzer. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.